Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that foreign matter has entered the air supply / water supply nozzle and the air supply / water supply channel and is temporarily clogged. When the foreign substances were analyzed for their components, the same components as "organic silicone", "carboxylic acid salt or hydroxide", "sulfur" and "chlorine" were detected. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was transferred from sorc to omsc. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection, it was found that there was the failure of the air/water feeding of the subject device. Olympus service operation repair center (sorc) checked the subject device and found that the foreign matter had adhered to the air/water nozzle. There was no report of patient injury associated with the event.